Event description:
It is reported that when the box was opened a small black speck of debris was found and in the liner. The debris was removed and the liner was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.